Event description:
K9 pt was admitted for a surgical laparotomy and splenectomy of an engorged splenic hematoma. One week after surgery the pt was admitted and emergency surgery performed due to dehiscence at original subcutaneous incision site. During this procedure the pt was found to have developed a pyogranulomatous (rejection) reaction at all sites of polydioxanone (pds) suture. Material used during original subcutaneous for ligature and abdominal closure.